Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a labral repair surgery, the proximal part of the implant of the microraptor knotless fell off after deployment. The piece was removed from the patient with a grasper. Surgery was completed after a non-significant delay, using a back-up device instead. Patient's current status is normal. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information: b5, h6: health effect - clinical and impact code.

Event description:
It was reported that, during a labral repair surgery, the proximal part of the implant of the microraptor knotless fell off after deployment. The piece was removed from the patient with a grasper. The distal portion of the implant was left inside the patient, no void was left. Surgery was completed after a non-significant delay, using a back-up device in an additional drilled bone hole. Patient's current status is normal. No further complications were reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found the anchor separated from the device laying in a medical bucket. A clinical review states based on the information provided no clinical factors were found which would have contributed to the reported breakage. There is potential risk for tissue inflammation and/or pain. No further risk to the patient is anticipated as a result of the additional bone hole. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H2: additional information: b5 and b7.

Event description:
It was reported that, during a labral repair surgery, the proximal part of the implant of the microraptor knotless fell off after deployment. The piece was removed from the patient with a grasper. The distal portion of the implant was left inside the patient, no void was left. A 2.2mm drill was used to prepare the insertion site. Surgery was completed after a non-significant delay, using a back-up device in an additional drilled bone hole. Patient's current status is normal. No further complications were reported.